Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation with the delivery system inserted. The returned sheath was visually inspected for any abnormalities. The sheath shaft was expanded normally with no stretching or other abnormalities observed. The sheath distal tip was damaged. A portion of the sheath distal tip, where the tip is scored, was missing. Due to the condition of the returned sheath (fully expanded with tip torn), no measurements were able to be performed. The complaint was confirmed by visual inspection. The esheath is a single use device. The liner was fully expanded as designed. Due to the condition of the returned device, no relevant functional testing was able to be performed. The most relevant work orders for the reported complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Review of history for the related lot revealed no other complaints for ¿sheath distal tip ¿ separated¿. A review of the complaint history from july 2016 to june 2017 revealed other returned complaints for the esheath (all models and sizes) for ¿sheath distal tip ¿ separated¿. A review of the complaint history reveals that the occurrence rates did not exceed the june 2017 control limits for the trend category of ¿separated¿ for the esheath. No IFU/ training deficiencies were identified. During esheath manufacturing, the sheath shaft component was 100% visually inspected for wrinkles, kinks, bends, or mechanical damage; circumferential oriented surface defects, and protruding or missing material, dents, cuts. The tip was inspected under 20x magnification and rejected for string flash in the ID of the tip bond. The tip was inspected under 20x magnification and rejected for non-smooth transitions (step) on the od between hdpe material and clear tip material. During manufacturing, the tip was 100% visually inspected. During the final inspection of the esheath, the final assembly underwent 100% inspection by both manufacturing and quality. During product verification testing, five (5) samples were tested. The sheath tips were inspected for any fragments that may have detached during sheath expansion testing. All samples passed this test. The sheath to soft tip bonds were tensile tested. The lot passed the test. The complaint for ¿sheath distal tip ¿ separated¿ was confirmed through visual inspection of the returned device during engineering evaluation. A review of the IFU/training manual revealed no deficiencies, while a DHR review and lot history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. As the tip was not returned with the device, a definite root cause was unable to be determined. It is possible that patient factors such as calcification contributed to the complaint. Although no patient anatomy information was provided, damage to the sheath tip suggests that calcification was present in the access vessel. It is possible that the calcification cut into the sheath material and caused the missing material to separate. It is also possible that the sheath tip was not damaged until after the device was removed, such as during handling for device return. Per the cer, there were no abnormalities (beyond the ¿usual damages¿) with the sheath tip at the time of removal. A review of the complaint history for ¿sheath distal tip ¿ separated¿ revealed that radial distal tip tearing was previously investigated as a part of a CAPA. The results of the CAPA investigation pointed to improper scoring at the distal tip as the root cause for radial tip tearing. It should be noted that the CAPA was closed after implementation of corrective actions and closed after effectiveness monitoring was completed. As a root cause was unable to be determined, the presence of a manufacturing non-conformance was unable to be confirmed. Since the presence of a manufacturing non-conformance was unable to be confirmed, corrective action is not required. In response to a previously identified manufacturing non-conformance, a pra was initiated to assess the risk of the distributed esheaths. As no new failure modes or hazards have been identified, the pra is applicable and does not require updates at this time. The complaint was confirmed, but no manufacturing non-conformities were confirmed in the returned sample, and there is insufficient information to determine root cause. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During pre-decontamination observations, a piece of the sheath distal tip received was torn and not returned. This sheath was confirmed as the second esheath used during the case. As reported by our affiliates in poland, at the implant of a 26 mm sapien xt valve by tf approach in aortic position, during preparation, the sheath was found prematurely expanded. A sheath from another kit was used and the procedure was successful without complications.